Manufacturer narrative:
The complaint kit, smart card, and a photograph was returned for investigation. The provided photograph verifies a blood leak from the y-connector in the pump tubing organizer (pto). The leak appears to be coming from the location where the tubing is bonded to the y-connector. Review of the smart card data verifies the ecp treatment was completed and blood was returned to the patient. Examination of the received kit showed blood residue at the same location of the leak in the photographs. The pto was pressure tested and a leak was verified at the location of the y-connector. The y-connector was sectioned and inspection found a sink in the bond socket where the red stripe tubing is bonded to the socket. A material trace of the y-connectors and tubing used to build kit lot k203 found one related non-conformance. The related non-conformance was associated with y-connector lot # 1000835 which involved a leak identified at the same location during finished product release testing for a different kit lot. The remainder of y-connector lot # 1000835 was scrapped out of an abundance of caution. A review of all pto leaks documented in mallinckrodt's electronic complaint database did not identify any similar occurrences for kit lot k203. A device history record review for kit lot k203 did not identify any related non-conformances and this kit lot had passed all lot release testing. The root cause of the pto leak was most likely due to a sink in the y-connector bond socket. No further action is required at this time. This investigation is now complete.(B)(4)p.t. (B)(6) 2021

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction pto leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot k203 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot k203 shows no trends. Trends were reviewed for complaint category, pto leak. No trends were detected for this complaint category. This assessment is based on the information available at the time of the investigation. At the time of this report, the analysis of the returned kit and photograph is still in progress. A supplemental report will be filed when the analysis is complete. (B)(4).

Event description:
The customer contacted mallinckrodt to report they experienced a pump tubing organizer (pto) leak with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported they observed a blood leak underneath the pto at the end of the procedure. The customer stated the ecp treatment was completed and blood was returned to the patient. The customer reported the patient was in stable condition. The customer returned the kit and a photograph for investigation.